Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported device dislodged or dislocated cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. Factors that may contribute to stent dislodgement include, but are not limited to, improper or inadequate crimping at the time of manufacture, during unpacking of the device, during sheath/stylet removal or inadvertent mishandling of the stent delivery system during preparation of the device, difficult anatomy. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported device dislodge or dislocated. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the renal artery. The 7x18mm herculink elite balloon expanding stent (bes) was attempted to be used in the procedure; however, the stent became dislodged. Therefore, a snare device was used to retrieve the stent. An unspecified stent was used to complete the procedure. There was no adverse patient sequela and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.